Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 3/23/2021. H6 component code: g07002 device not returned. H6, h4. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
Product complaint #: (B)(4). To date, the device has not been returned. If the device or further details are received, a supplemental medwatch will be received. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the sales rep that during unknown procedure on and unknown date and the suture broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient. No additional information was available.